Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed during inspection. The device evaluation found due to wear of switch 1, water tightness was lost. Air/water cylinder had no color. Suction cylinder had no color. Scope connector case unit had a scratch. Due to a pinhole on bending section cover, water tightness was lost. Due to adhesive peeling between light guide lens and distal end, water tightness was lost. Due to adhesive peeling between objective lens and distal end, water tightness was lost. Due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, the play of knobs was out of the standard value. Light guide lens had a crack. Adhesive on bending section cover had visible thread. Adhesive on bending section cover was discolored. Universal cord had wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope had a defective handle and the cover was coming off. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish foreign material was found inside the air/water tube and cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, a correction, and the legal manufacturer's investigation. D9 has been corrected, and h4 has been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, the foreign material found may not have been removed most likely because reprocessing could not be conducted properly due to the leakage at switch#1, the bending section cover, between the light guide lens and the distal end, and between the objective lens and the distal end. The identity of the foreign material could not be identified, and the root cause could not be specified. The suggested event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.